Event description:
It was reported to philips healthcare that the heartstart mrx was damaged with high impedance. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.